Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the guidewire did not go smoothly though the needle while inserting. When withdrawing, the wire got stuck in the needle and broke off. The catheter was placed with another guidewire over the same needle. Add'l info received: "the guidewire broke inside pt. No add'l procedure was required. The guidewire broke when upon the moment of withdrawal".